Event description:
During device preparation for the atrial fibrillation pfa procedure, before the patient entered the room, the amplifier was unable to power on. The system was replaced with a non-abbott system (carto), and the procedure was completed with no adverse consequences to the patient. Upon inspection of the power components, burn-like marks were observed on the female amplifier power connector port, suggesting a possible short circuit.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One ensite x amplifier was received for evaluation. Visual inspection revealed the front ports and chassis show signs of wear consistent with use over time. Visual inspection of the rear panel ports identified some dis-coloring and electrical damage to the dc/dc (direct current) input power jack, specifically to pins 2, 3, and 5. Pin 2 is reserved for the input dc, and 3 and 5 are ground connections. There is also physical damage to the field port. Due to this electrical and physical damage dis-assembly was required prior to input power connection. A known good power input (rear enclosure) was used to successfully post (power-on-self-test) the amplifier and then communicate with tracker. The returned dc/dc port was tested using a dmm and identified that pin 5 has a 2 mega ohm resistance to the dc pin 2 (which is not expected and identifies some port damage within). This determined that connecting power is not appropriate to/through this device. The internal dc/dc cable to the sideplane was tested and was identified as passing all specifications. The field reported event was able to be replicated by visual inspection and resistance testing. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to damage to the input power port from dc inrush potential to ground. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.